Event description:
Treatment of a ruptured cerebral ica - a-comm (internal carotid - anterior-communicating artery) measuring 4mm. During the procedure, it was reported that the implant coil could not be detached with the instant detacher or via the manual method (an alternative method of detachment presented in the instructions for use). Upon attempting to retrieve the coil, the implant coil prematurely detached inside the catheter and was pushed into the aneurysm with the delivery pusher. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The delivery pusher involved in the event has not been returned for evaluation.(B)(4).